Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an insulin flow blocked alarm. Blood glucose level at the time of the incident was 400 mg/dl. Customer performed a set change to resolve the issue, and treated with a bolus. Blood glucose level near the time of the call was 400 mg/dl. The reservoir was not replaced or returned for analysis.